Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ and ¿foreign material on the distal cover¿ were observed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that reprocessing failed to be practiced in accordance with instructions for use (IFU). Deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. It was confirmed that there was no deformation on the section of the device with the foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions, operation manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. ¿ instructions, reprocessing manual for evis lucera gif/cf/pcr type 260 series, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. During evaluation, the following were found: cracked curved rubber bonded part, cloudy at the curved rubber adhesive area, storage tube scratches at the insertion section, discoloration of the operating section, switch number 1 scratch, universal cord wrinkle, due to wear of angle wire, bending angle in up / down direction does not meet the standard value, nozzle had foreign objects due to insufficient cleaning , c-cover has foreign objects and connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had reduced angulation and angulation works but angulation control knob felt too loose or light. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle and c-cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.